Manufacturer narrative:
Additional information was added to b5, h4 and h6. B5: it was further reported that the nurse inserted the first 60ml syringe with 200mg of morphine hydrochloride + 5mg of midazolam + 29ml of saline (total 50 ml) without any issues. While inserting a second 60ml syringe into the device filled with ketorolac 60mg + 44ml of saline (total 46 ml), the balloon burst; approximately 20ml of this second syringe was infused (about 70ml of liquid was in the device when it burst). There were no crystals or precipitation signs of the inserted drugs. H4: the lot was manufactured from january 27, 2020 - january 28, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume infusor burst during filling. It was further reported the burst occurred after 70ml volume was reached. There was no patient involvement. No additional information is available.